Event description:
It was reported that a vns patient had the device explanted due to an infection. Patient was reimplanted with vns once the infection resolved. Attempts for further information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.